Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "fracture of a hoffmann fixator rod already in place on the patient's foot 4 days after application (application (B)(6) 2022). Fracture directly at the connector. Rod had to be replaced in revision surgery on (B)(6) 2022."

Manufacturer narrative:
Correction - please refer to h6 clinical code. The complaint could be confirmed, since the information for evaluation matches the alleged failure. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned for investigation. An inspection of the images has shown that a broken rod is visible, article and lot number is not visible, further statements are not possible without the material. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "fracture of a hoffmann fixator rod already in place on the patient's foot 4 days after application (application (B)(6) 2022). Fracture directly at the connector. Rod had to be replaced in revision surgery on (B)(6) 2022."